Event description:
Rptr purchased one box of nexcare confort bandages 1" strips (non-antibiotics) for use in their home and at their work place. They opened the box and removed some of the bandages to take to work. As they separated the bandages, they noted approx three of the 30 individual bandage packages were saturated with what appeared to be some kind of liquid/ointment. The foreign material appeared to be coming from inside the packaging rather than from the outside in. The labeling of some of the individual bandage packages adjacent to the saturated packages was smudged apparently from the moisture spread by the three saturated packages. User was concerned the sterility of the product might be compromised or that the product may have been tampered with. They did not use the product. No illness was reported. User reported their complaint to the mfg co who requested they return the product to them for testing.